Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed to infuse 66ml over two (2) hours. During shift change, it was noted pump flashing red with message on the screen stating "failure". While transitioning infusion to a new pump it was noted there was much less blood products in the filtered bag and syringe than was supposed to be. Infusion was stopped. It was suspected that patient received approx. 44 additional ml of fresh frozen plasma than ordered. There was patient involvement however no patient harm.